Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition on the right ventricular channel during the implant procedure. The device was evaluated, and x-rays were performed which were inconclusive. Eventually the noise disappeared. It was decided to not perform any changes and continue to monitor the patient. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that after the implant procedure the patient experienced some pain. The patient continues to be monitored. No further adverse patient effects were reported.